Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the universal surgical manipulator (usm) 2 had errors are persisting. The surgeon elected to continue the procedure using three arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 23007 was found indicating, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check test was found to be failing on the ¿0x1¿ axis. Once testing was completed, failure analysis was able to conclude that the yaw searchlight sensor was found to be the source of the reported failure. The probable root cause is attributed to electrical issues from a faulty yaw searchlight sensor located on usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.